Event description:
It was reported that the lead was intrinsic out of range. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).